Event description:
It was reported that device entrapment occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt. A 6.0 x 100, 75cm mustang balloon catheter was advanced for treatment. During the procedure, the device got stuck with the guidewire. The catheter and the wire had to be removed as a single unit and still could not be separated once outside the patient. There were no damages observed on the device and the procedure was then completed with another of the same device. There were no patient complications reported.